Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs france on (B)(4) 2011 alleging inaccurate high readings on the patient's one touch verio pro meter. The patient obtained a 257 mg/dl and less than 30 minutes obtained a 125 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the results is greater than 30% mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.